Event description:
It was reported that the bed has fowler elevations problems. There was patient involvement, however, it was reported that there was no adverse consequences as no medical intervention was required.

Manufacturer narrative:
Fowler piston twisted. There was patient involvement. The patient had to be moved to a different bed when the issue occurred, however, it was confirmed that medical intervention was not needed.